Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and vessel dissection occurred. The 80% stenosed target lesion was located in the non-calcified central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 20 atms and ruptured. Post inflation, a dissection in the anterior wall of the central vein was observed. The dissection was treated with a prolonged inflation and a covered stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that the balloon material was torn circumferentially at approximately 30mm distal to the proximal transition zone. The distal section of the torn balloon is turned inside out and covering the distal tip. A section of balloon measuring 13mm was returned. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user error. The directions for use (dfu) states the following: "do not exceed the rated balloon burst pressure". The complaint report states that the balloon was inflated to 20 atmospheres (atm). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and vessel dissection occurred. The 80% stenosed target lesion was located in the non-calcified central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 20 atms and ruptured. Post inflation, a dissection in the anterior wall of the central vein was observed. The dissection was treated with a prolonged inflation and a covered stent. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).